Event description:
A 2009 gmrs case had been scheduled for investigation as pt reported she had limited rom. Gmrs kit ordered as a back up. During the operation, it was evident that the cemented stem was loose and required revision. When the stem and the 30mm extension female section were separated there was evidence of metal debris and wear at that join. There was no such wear pattern when the 30mm extension male section was separated from the distal femur.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR# 9610726-2010-00441.